Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration 40mg/ml; dose 21.213mg/day), clonidine (concentration 160mcg/ml; dose 84.85mcg/day), and bupivacaine (concentration 30mg/ml; dose 15.909mg/day) via an implantable infusion pump. Lot numbers were not provided. Indication for use was non-malignant pain and radiculopathy. Patient history included a serious car accident in 2006, percutaneous transluminal balloon valvuloplasty (ptbv) ¿because a jet engine blasted¿ when she worked as a flight attendant, vertigo, and an implanted stimulation device. On an unknown date, the patient¿s doctor performed a ¿side portal and saw something.¿ the patient noted that she had computed tomography (CT) scans with and without dye in the past. The patient was to undergo magnetic resonance imaging (MRI) and the doctor was to look for a granuloma. The patient was told that the only type of MRI that she could have was a closed MRI. The event date was reported as 2015. Additional information was requested regarding clarification of the side-port diagnostic, patient symptoms, troubleshooting performed, results of the MRI, actions/interventions taken, the cause of the suspected granuloma, and resolution of the event. A supplemental report will be submitted if additional information is received.